Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's experienced a low blood glucose (bg) level (40 mg/dl) and juice was consumed to address the bg. The customer had been over-exercising and was thought to have been the cause of the low bg. Tandem technical support advised the contact to discuss the event with a healthcare provider.